Event description:
Reportedly, noise oversensing was observed in one episode recorded between (B)(6) 2020 and (B)(6) 2020. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz and/or myopotentials.

Event description:
Reportedly, noise oversensing was observed in one episode recorded between (B)(6) 2020 and (B)(6) 2020. Preliminary analysis revealed that the ventricular noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz and/or myopotentials.

Manufacturer narrative:
Please refer to the attached analysis report.